Event description:
This report summarizes three malfunctions. A review of reported information indicates that model nod10lpt, chronic catheter, allegedly experienced a break. This information was received from multiple sources. Three patients were involved with no consequences. Two patients were female, one was male. Their ages ranged from 53-63 years old, and their weights were between 58-74 kgs.

Event description:
This report summarizes three malfunctions. A review of reported information indicates that model nod10lpt, chronic catheter, allegedly experienced a break. This information was received from multiple sources. Three patients were involved with no consequences. Two patients were male and one was female. Their ages ranged from 53-63 years old, and their weights were between 58-74 kgs.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the navarre drainage catheter products that are cleared in the us. The pro code for the navarre drainage catheter products is identified in d2. H10: of the three devices, three lot numbers were provided, and lot history reviews were performed. For all the three reported malfunctions, the devices were not returned for evaluation and investigations are inconclusive for the alleged break issue. A root cause has not been determined. The devices was labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.